Manufacturer narrative:
Concomitant medical products: model: 1103, hvad pump; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and t-wave oversensing (twos) which resulted in the patient receiving an inappropriate therapy. Follow-up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify the patient was seen in-office the day following the event. Reprogramming was completed at the office visit and the lead remains in use. No further patient complications have been reported as a result of this event.